Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Based on new information received by the author, the complications are not related to fastseal device as all occurred in the setting of a fall or poor patient compliance. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. Correction: this is not a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on clinical activity review fastseal map 1009, 1 patient had a quad tendon rupture after a tka procedure using a fastseal wand. It is unknown how was the event treated. Patient outcome is unknown. No further information is available.